Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for peritonitis. The same day as event onset, the patient was treated with injection ceftazidime (500mg, once daily, intraperitoneal, discontinued after 14days) and injection teicoplanin (400gm, every 2nd day, intraperitoneal, discontinued after 14days) for peritonitis. Seven days after event onset, the patient was recovered from peritonitis. Pd therapy was ongoing. No additional information was available at the time of this report.